Manufacturer narrative:
Full investigation could be completed as device was not returned for evaluation and no medical report was made available.

Event description:
The consumer has reported burns on her back and stomach.